Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular connector on the external pulse generator (epg) was broken. It was noted that capacitor on the main printed circuit board (pcb), the output connector assembly and upper case at bosses were broken. It was also noted that the display wire insulation was pinched with the wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was broken. No patient complications have been reported as a result of this event.